Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9, h11. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) inspected the unit and confirmed fans operational and cleaned. Could not duplicate. Exorcised unit to no fail. Full calibration and tested the unit. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had high temperature alarm. There was no patient harm reported.